Manufacturer narrative:
H3: product analysis: the part was returned for analysis. It was determined that there was evidence of impact and dulling were present along the edge of the flutes. It was determined that the tools contacted a foreign metal during operation. The analysis stated that contact with foreign metals during the operation of the tool can dull the leading edge of the tool and impact cutting performance. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the match head bit is charring up quickly, especially during the decompression phase of the procedure. The blade is quickly becoming dull and wearing down. There were no fragments left inside the patient, and there was no delay in the procedure as a result of the event. No patient impact was reported. An intervention is performed. The procedure was completed with the backup product. On follow-up, it was reported that the procedure was lumbar fusion, there was a delay of 5¿10 minutes due to the disposable drill bit becoming dull, there were no fragments left inside the patient and it was reported that there was no patient or staff impact. Additional non-route actions were taken to prevent impact, lowering the rpm on the power console as per recommendation, and the issue still persisted.

Manufacturer narrative:
H3: no evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.